Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). At this time, the rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits. The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. Pacing and sensing functions were tested and the device was verified to operate as expected. Analysis did not identify any device characteristics that would have caused or contributed to the reported low out of range shock impedance measurement.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited low out of range shock impedance measurements, measuring less than 200 ohms. Technical services (ts) was consulted and discussed troubleshooting options with the health care professional (hcp). At this time, the rv lead remains in service. No adverse patient effects were reported.